Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of set screw anomaly was confirmed and was due to medical adhesive and septum material inside the setscrew inset. Med adhesive was also found on the thread of the atrial connector block. The device was tested and no anomaly was found.

Event description:
It was reported that during implant, set screw anomaly was noted. The device was not used.